Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The representative reported via e-mail that the customer experienced high blood glucose of 450 mg/dl. The representative also reported that the customer was hospitalized. The representative reported that the customer had no delivery alarms. The insulin pump will not be returned for analysis.